Manufacturer narrative:
The device was requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter. The customer stated there were broken line segments running horizontal on the display. The meter had displayed an error code of e-1507. The customer initially thought the error code was e-1587 because one of the line segments made the "0" look like an "8." The customer has not misinterpreted any patient results due to this issue, however, there is a possibility that the display issue could affect the interpretation of results.

Manufacturer narrative:
The customer's meter was received for investigation. The meter was inspected visually and customer damage was found. The display was pushed into the housing and a crack was located in the side of the display. The damage was caused by extreme force. The crack in the display did not obscure patient results. Mishandling by the customer was the most probable cause. Medwatch fields concomitant medical products and device evaluated by MFR were updated.